Event description:
It was reported that a patient experienced cellulitis and fluid build up approximately 1.5 years after hernia repair with ovitex 2s. The fluid was positive for e. Coli and prevotella after incision and drainage. The fluid collection persisted and the surgeon performed a re-operation to address and removed some polypropylene suture. No further issues were reported.

Manufacturer narrative:
A batch record review performed showed no non-conformances or anomalies that may have caused or contributed to this event. Infection and abscess are known risks of hernia surgery. The information submitted represents all information reasonably known to tela bio at the time of submission.